Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One fluoroscopic video has been provided and reviewed. The image is a venacavagram. The device is seen in the lower venacavagram oriented sideways or rotated about 90 degrees rightward. A stent graft is also noted in the aorta. Therefore, the investigation is confirmed for the malposition of device as the device is seen in the lower venacavagram oriented sideways or rotated about 90 degrees rightward and also the investigation is inconclusive for the reported difficult to remove as no objective evidence was provided for review. A definitive root cause for the reported malposition of device and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, it was reported that the filter was allegedly tilted and unable to remove. There was no reported patient injury.